Event description:
The lay user/patient contacted lifescan in 2008 and alleged that her one touch ultramini meter was powering off during use. The medical affairs specialist was unable to reach the patient after several attempts via phone. A letter was sent to the address provided. The patient reported that the alleged issue first occurred about two weeks ago (specific date/time was not provided). She also reported that she felt shaky, weak, sweaty, could not see, tired, and drained after the reported issue began. She was tested on another device with a result of 185 mg/dl (unknown whose device that was and when that test was performed). However, she reportedly took no diabetes treatment actions following the issue and did not receive/require any medical treatment or intervention. At the time of troubleshooting, it was verified that this was not a new product. The condition of the battery contacts was good and the patient had replaced the battery per the owner's manual. The patient was educated on automatic shutoff, however, the meter shutoff before the time was up. This complaint is being reported because the patient claimed she experienced symptoms that can be indicative of severe hypoglycemia after the reported issue began. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.